Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Furthermore, monosyn quick biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn quick was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn quick suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Like all foreign bodies monosyn® quick may potentiate an existing infection. An occasional wound dehiscence and granulation may not be excluded." Additionally, we have checked the complaint history record, and there are no previous complaints for this reference (c0025032) in the last five years nor previous complaint to the other products manufactured with the same raw material batch as the used in the production of the involved batch. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn quick suture. The client reported that an allergic reaction, wound edge necrosis and dissemination to subcutitis, had occurred with the monosyn quick suture 5 days after surgery. The suture was used for intracutaneous skin closure after rectopexy/sigma surgery (continuous suture technique employed). The patient is under medical treatment. A similar incident was occurred with the same patient, but another surgery one year ago, although it was not reported and no additional data are available.